Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced that there was blockage in the tubing on (B)(6) 2024. The patient also reported that she was using soft cannula infusion set. No further information available.